Event description:
It was reported that the 2600 system would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator circuit breaker was found tripped. The circuit breaker was reset and switch replaced during the service call. The system was tested and found to be working as intended and put back into service.